Event description:
The manufacturer received voluntary medwatch (mw5104607) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging serious nasal irritation, burning sensation in nasal areas, extreme eye and nasal running, continuous sneezing/coughing, hypersensitivity and medical intervention was prescribed nasal spray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.